Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was partially deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal part of the balloon. Microscopic inspection revealed a pinhole in the balloon surface about 1 mm proximal to the distal x-ray marker. At the origin of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion (75 percent stenosis degree) in a mildly tortuous lad. During attempt to deploy the stent, it could not be build up enough pressure. After expanding the balloon several times, the stent could be deployed and a post-dilatation with another balloon was performed.